Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non tortuous cephalic vein. A 6.0mmx40mmx40cm (4f)r sterling balloon catheter was advanced for dilatation. The balloon was inflated two times, both at 4 atmospheres. However, during the third inflation the balloon ruptured at 14 atmospheres for 30 seconds. The device was removed using normal method and completed the procedure with another of the same device. There were no patient injury reported and the patient is in good condition.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 18mm in length. Inspection of the rest of the device found no other damage or defects. There is no indication the device was inflated over rated burst pressure (rbp).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and non-calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated two times, at 14 atmospheres. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.